Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) units pressure zeroing is not happening. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse checked the machine and found the issue with pressure cable. Replaced the new cable provided by customer. Checked functionally found ok. Handed over the machine in good working condition.